Event description:
Customer called to report that he lost the transmitter for the sensor. Customer also stated that he passed out and was hospitalized. Customer does not remember blood glucose level at the time of hospitalization. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.